Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) reviewed the system log files which indicated that the system's image processing pc (ippc) was at fault. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc would not boot up. The cause of the reported problem was a defective ip-pc. The fse replaced the ippc, reset the hard disk drives, and reloaded the software. After replacing the ippc, resetting the hard disk drives, and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system is unable to x-ray. The device was in clinical use. The procedure was aborted, and the patient was moved to another room to complete the procedure. However, no harm was reported to patient. A philips field service engineer (fse) inspected the system onsite and replaced the ip-pc (image processing pc) which returned the device to use in good working order.